Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the hospital after experiencing syncope. The device was interrogated and the health care professional (hcp) called technical services (ts) for a device evaluation review of the stored episodes. Upon review, the stored episode showed the patient was in a true ventricular tachycardia (vt) rhythm. The device appeared to have difficulties converting the rhythm, taking five shocks to successfully terminate the rhythm. The presenting electrogram (egm) showed the device appeared to be functioning as programmed. Ts recommended cardiology to be consulted for further evaluation of the device. The hcp noted that the patient will be admitted. At this time, no additional adverse patient effects were reported. This ICD remains in service.